Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that yellow foreign matter was found in the bd intima-ii¿ closed IV catheter system before use in the extension tubing when the packaging was opened to vent the indwelling needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse opened the package of the indwelling needle for venting, she found a yellow foreign matter in the extension tube, so she replaced the indwelling needle for puncturing."

Event description:
It was reported that yellow foreign matter was found in the bd intima-ii¿ closed IV catheter system before use in the extension tubing when the packaging was opened to vent the indwelling needle. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse opened the package of the indwelling needle for venting, she found a yellow foreign matter in the extension tube, so she replaced the indwelling needle for puncturing."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9147170. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a review of the submitted device determined that the material identified in the catheter tubing was an abnormality that was identified in the material of the catheter tubing. We have notified the supplier.